Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, dropping impedance, noise and intermittent oversensing. It was also reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, intermittent oversensing, short interval oversensing and noise. The leads were both capped and replaced. No patient complications have been reported as a result of this event.